Event description:
During the device inspection, the tip of the videoscope was missing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated h3 and h4. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, as the device was not returned to the plant, the reported malfunction could not be reproduced. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). Operating instructions bladder and pelvis videoscope olympus ltd-vha safety instructions ¿ do not bend the flexible part of the endoscope, the universal cord, or the video cable in small increments (diameter less than 10 cm), as this may cause damage. ¿ do not twist or bend the insertion tube of the endoscope with excessive force, as this may cause damage to the insertion tube. ¿ do not subject the tip of the endoscope, especially the lens surface, to any impact, as this may cause abnormalities in the endoscopic image. ¿ if the endoscope is dropped or the tip receives a strong impact, some type of damage may have been caused even if the lens at the tip is not scratched or chipped. Stop using the endoscope and contact olympus. ¿ do not twist or bend the curved section by hand, as this may cause damage. ¿ do not squeeze the curved part too hard, as this may stretch or tear the covering material on the curved part, resulting in water leakage. ¿ during transportation or reprocessing, do not place or press the video connector or light guide connector onto the insertion tube, as this may cause damage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.